Manufacturer narrative:
Device evaluation: the device has not been received for analysis. If any additional relevant info is received, a supplemental MDR will be submitted.

Event description:
Same case as MFR #: 6000089-2007-01680. It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated was located in segment 2 of the mildly tortuous, non-calcified and 80% stenotic mid right coronary artery. The physician advanced the 2.0x20mm maverick2 balloon to the lesion and inflated it to 10 atms and it ruptured. Then the physician advanced another 2.0x20mm maverick2 balloon to the lesion and inflated it to 10 atms and it ruptured. There were no pt complications. The devices were removed intact. The procedure was successfully completed with another 2.0x20mm maverick2 balloon and the deployment and post dilation of a liberte stent. Pt status is reported as "well".